Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx23mm valve implanted in the aortic position was explanted after an implant duration of eight (8) years and ten (10) months due to calcification leading to stenosis and high gradients. At explant, a torn on the leaflet was observed. This event involved a 61-year-old patient. A 23mm inspiris valve was implanted in replacement.

Manufacturer narrative:
Added information to section d4 (expiration date), d9 (device availability), h4 (device manufacturer date), h6 (device code(s)), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (type of investigation): 4117 - device not accessible for testing code removed. H3: evaluation summary: customer report of calcification, stenosis and torn leaflet was confirmed through evaluation. Report of high gradient was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification in all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets 2 and 3 on the outflow and inflow aspects. Calcification restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference was heavy at the inflow aspect. Heavy host tissue overgrowth was observed encroaching into the orifice at the inflow aspect, above leaflet 1. Leaflet 2 had a tear near commissure 3. Calcification was evident at the tear. Sutures remained attached to the sewing ring around the valve. One suture was observed at the stent post of commisure 1. H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patients age at the time of the implant (53 years old) and history of coronary artery disease. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.